Manufacturer narrative:
(B)(4).

Event description:
The sheath was not associated with the dilator while the doctor was performing the procedure in accordance with IFU. In other words, there was no clicking sound. Therefore, the doctor decided that it was bad, and ended up using the same product without any abnormality.

Manufacturer narrative:
(B)(4). The customer returned a sheath/dilator assembly for evaluation. The assembly was visually inspected and showed no obvious defects or anomalies. The inner diameter of the hemostasis valve cap was measured to be 0.147 inches, which is within specification. The outer diameter of the dilator hub that locks into the hemostasis valve cap was also found to be within specification. The dilator snapped into the sheath hub and required force to be removed. A device history record review was performed and did not suggest any manufacturing related issues. The customer reported issue of the dilator and sheath not locking together could not be confirmed during the complaint investigation of the returned sample. The dilator hub would lock into the sheath cap and required moderate force to be removed. Visual, dimensional, and functional inspections were performed and no issues were observed. No problem was found with the returned sample.

Event description:
The customer reports: the sheath was not associated with the dilator while the doctor was performing the procedure in accordance with IFU. In other words, there was no clicking sound. Therefore, the doctor decided that it was bad, and ended up using the same product without any abnormality.